Event description:
Physician reported communication difficulties with his programming system. Troubleshooting revealed the problem was related to the programming wand. The wand was rec'd and product analysis found an intermittent serial data cable conductor at the handle location. The cause of the reported event was determined to be inadequate strain relief at the handle location.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.